Event description:
Harmonic handpiece was tested at the beginning of the case and worked correctly. Later, when the surgeons wanted to use the equipment, it didn't work and had an error that stated "instrument error". The cord and the harmonic unit were both replaced, neither fixed the problem. Later, the handpiece itself was removed and the problem was corrected.